Event description:
Reported by the patient as: "I had the lap-band system put in a little over 5 years ago and over the last few weeks had sharp pains where my port is. I got an MRI done and found out that my port had broken and I am at risk having it puncture my internal organs. I am now consulting with dr as to what my options are." Follow-up with patient completed. Follow-up with surgeon in progress.

Manufacturer narrative:
Medwatch sent to FDA on: 05/12/2009. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the serial number was not available. Device labeling addresses the possible outcomes of leakage and damage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing. The band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments."